Manufacturer narrative:
Updated fields: d8, e1, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The device was working fine without any errors or noise on the image (according to the technical guide). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had no image. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.